Event description:
It was reported that a malfunction alarm occurred on the pump with a code of malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump and assisted in the process. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump but to contact support if the issue arises again.